Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that during the implantation of this artificial urinary sphincter device, a 4.0 cuff with inhibizone was chosen, but it did not inflate during testing. The cuff was replaced with another 4.0 cuff without inhibizone, but the issue persisted. The entire prosthesis was removed and tested, but the cuff still did not inflate, and the device remained nonfunctional. The surgery was suspended, and the incisions were closed. There were no patient complications. This event is being reported for aborted cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Correction to field e1: initial reporter address 1, initial reporter zip/post code, initial reporter facility name, initial reporter phone. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the implantation of this artificial urinary sphincter (aus) device, a 4.0 cuff with inhibizone was chosen, but it did not inflate during testing. The cuff was replaced with another 4.0 cuff without inhibizone, but the issue persisted. The entire prosthesis was removed and tested, but the cuff still did not inflate, and the device remained nonfunctional. The surgery was suspended, and the incisions were closed. There were no patient complications. This event is being reported for aborted cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during the implantation of this artificial urinary sphincter aus device, a 4.0 cuff with inhibizone was chosen, but it did not inflate during testing. The cuff was replaced with another 4.0 cuff without inhibizone, but the issue persisted. The entire prosthesis was removed and tested, but the cuff still did not inflate, and the device remained nonfunctional. The surgery was suspended, and the incisions were closed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Correction to field h6: device codes.